Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The reported blood glucose reading was 473 mg/dl. The customer also experienced stomach aches. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.